Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/perforation (other) left coil perforated the left posterior uterine wall"), device dislocation ("migration/second coil embedded in the right uterosacral ligament") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4 ((B)(6) 2008; (B)(6) 2012; (B)(6) 2013; (B)(6) 2015). Concurrent conditions included pap smear abnormal, smoker and anxiety. Concomitant products included ibuprofen and normensal (ethinylestradiol w/norethindrone) from march 2014 to july 2014. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), back pain ("lower back pain") and abdominal pain ("abdominal cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, back pain and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. 2538g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs and medical record received-reporter information, pregnancy information, other relevant history, product information, concomitant drugs and events - vaginal bleeding, menorrhagia, dysmenorrhea (cramping), fatigue, lower back pain, abdominal cramping were added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/perforation (other) left coil perforated the left posterior uterine wall/ perforation (other)- please describe and state location of perforation. Left coil perforated the left posterior uterine wall"), device dislocation ("migration/second coil embedded in the right uterosacral ligament/ migration of essure device") and pregnancy with contraceptive device ("pregnancy/ pregnancy (no complications)") in a 31-year-old female patient who had essure (batch no. B53033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (B)(6)2008; (B)(6)2012; (B)(6)2013; (B)(6)2015), irritable, nausea, vomiting, migraine, headache (the pain is located in the occipital region), photophobia, syncope, depression, marijuana use, chlamydial infection and pap smear abnormal. *on (B)(6)2015: findings: longitudinal and transverse images of the pelvis show an enlarged uterus with a single intrauterine' gestation. The fetal presentation was breech. The placenta is anterior without evidence of previa. Normal fetal heart tones are seen measuring approximately 147 8pm. There is adequate amniotic fluid. Concurrent conditions included smoker, anxiety, malaise, fatigue, heartburn, constipation, absence of menstruation, breast tenderness, uterine cramps and weight loss. Concomitant products included ethinylestradiol;norethisterone (ethinylestradiol w/norethindrone) from (B)(6)2014 to (B)(6)2014 and ibuprofen. On (B)(6)2014, the patient had essure inserted. On (B)(6)2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6)2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain ("lower back pain"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6)2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), abdominal pain ("abdominal cramping") and complication of device insertion ("the first time they couldn't do it/unable to place coils bilaterally due to tubal spasm"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, back pain, abdominal pain and complication of device insertion outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6)2015. 2538g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, back pain, complication of device insertion, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: essure insertion date was reported as (B)(6)2014. It was reported that unable to place coils bilaterally due to tubal spasm. Hence patient re-scheduled. Essure procedure performed on (B)(6)2014. Hysterosalpingogram scheduled for (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6)2015: results: positive. Ultrasound pelvis - on (B)(6)2011: results: was within normal limits. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, menorrhagia and pregnancy (no complications) and tubal spasm. Most recent follow-up information incorporated above includes: on 26-feb-2019: pfs received. Lot number added. Event device insertion difficult updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/perforation (other) left coil perforated the left posterior uterine wall/ perforation (other)- please describe and state location of perforation. Left coil perforated the left posterior uterine wall. Second coil embedded in right uterosag"), embedded device ("migration/second coil embedded in the right uterosacral ligament/ migration of essure device- location of device.") And pregnancy with contraceptive device ("pregnancy/ pregnancy (no complications)") in a 31-year-old female patient (gravida 4, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device difficult to use "the first time they couldn't do it". The patient's past medical history included multigravida, parity 4 ((B)(6) 2008; (B)(6) 2012; (B)(6) 2013; (B)(6) 2015), irritable, nausea, vomiting, migraine, headache (the pain is located in the occipital region), photophobia, syncope, depression, marijuana use, chlamydial infection and pap smear abnormal. Concurrent conditions included smoker, anxiety, malaise, fatigue, heartburn, constipation, absence of menstruation, breast tenderness, uterine cramps and weight loss. Concomitant products included ibuprofen and normensal (ethinylestradiol w/norethindrone) from (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant) and back pain ("lower back pain"). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue") and abdominal pain ("abdominal cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomies) and surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, embedded device, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, back pain and abdominal pain outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2015. 2538g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, back pain, dysmenorrhoea, embedded device, fatigue, menorrhagia, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date was reported as (B)(6) 2014 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: positive ultrasound pelvis - on (B)(6) 2011: was within normal limits on (B)(6) 2015: findings: longitudinal and transverse images of the pelvis show an enlarged uterus with a single intrauterine' gestation. The fetal presentation was breech. The placenta is anterior without evidence of previa. Normal fetal heart tones are seen measuring approximately 147 8pm. There is adequate amniotic fluid. On (B)(6) 2015: she did not go back for the essure confirmation test . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain, menorrhagia and pregnancy (no complications). Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information and essure insertion date was updated. Other relevant history and concomitant conditions added. New event,the first time they couldn't do it was added. Lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/perforation (other) left coil perforated the left posterior uterine wall/ perforation (other)- please describe and state location of perforation. Left coil perforated the left posterior uterine wall"), device dislocation ("migration/second coil embedded in the right uterosacral ligament/ migration of essure device") and pregnancy with contraceptive device ("pregnancy/ pregnancy (no complications)") in a 31-year-old female patient who had essure (batch no. B53033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 2008; (B)(6) 2012; (B)(6) 2013; (B)(6) 2015), irritable, nausea, vomiting, migraine, headache (the pain is located in the occipital region), photophobia, syncope, depression, marijuana use, chlamydial infection and pap smear abnormal. *on (B)(6) 2015: findings: longitudinal and transverse images of the pelvis show an enlarged uterus with a single intrauterine' gestation. The fetal presentation was breech. The placenta is anterior without evidence of previa. Normal fetal heart tones are seen measuring approximately 147 8pm. There is adequate amniotic fluid. Concurrent conditions included smoker, anxiety, malaise, fatigue, heartburn, constipation, absence of menstruation, breast tenderness, uterine cramps and weight loss. Concomitant products included ethinylestradiol;norethisterone (ethinylestradiol w/norethindrone) from (B)(6) 2014 to (B)(6) 2014 and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and back pain ("lower back pain"). In 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fatigue ("fatigue"), abdominal pain ("abdominal cramping") and complication of device insertion ("the first time they couldn't do it/unable to place coils bilaterally due to tubal spasm"). The patient was treated with surgery (robotic-assisted laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, back pain, abdominal pain and complication of device insertion outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of a healthy child. The vaginal delivery occurred on (B)(6) 2015. 2538g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered abdominal pain, back pain, complication of device insertion, device dislocation, dysmenorrhoea, fatigue, menorrhagia, pregnancy with contraceptive device, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure insertion date was reported as (B)(6) 2014. It was reported that unable to place coils bilaterally due to tubal spasm. Hence patient re-scheduled. Essure procedure performed on (B)(6) 2014. Hysterosalpingogram scheduled for (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: results: positive. Ultrasound pelvis - on (B)(6) 2011: results: was within normal limits. This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/perforation (other) left coil perforated the left posterior uterine wall/ perforation (other)- please describe and state location of perforation. Left coil perforated the left posterior uterine wall"), device dislocation ("migration/second coil embedded in the right uterosacral ligament/ migration of essure device") and pregnancy with contraceptive device ("pregnancy/ pregnancy (no complications)") in a 31-year-old female patient who had essure (batch no. B53033) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 2008; (B)(6) 2012; (B)(6) 2013; (B)(6) 2012), irritable, nausea, vomiting, migraine, headache (the pain is located in the occipital region), photophobia, syncope, depression, marijuana use, chlamydial infection and pap smear abnormal. *on (B)(6) 2015: findings: longitudinal and transverse images of the pelvis show an enlarged uterus with a single intrauterine' gestation. The fetal presentation was breech. The placenta is anterior without evidence of previa. Normal fetal heart tones are seen measuring approximately 147 8pm. There is adequate amniotic fluid. Concurrent conditions included smoker, anxiety, malaise, fatigue, heartburn, constipation, absence of menstruation, breast tenderness, uterine cramps and weight loss. Concomitant products included ethinylestradiol;norethisterone (ethinylestradiol w/norethindrone) from (B)(6) 2014 to (B)(6) 2014 and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2015, the patient experienced dev quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure inserted. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, device dislocation and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered device dislocation, perforation and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.